Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received no delivery alarms. The customer¿s blood glucose level was unknown. Customer stated that they have tried all remedies. Customer troubleshoot was performed. Customer was advised to that the insulin pump will need to be replaced and to retrieve and save insulin pump settings and to revert to backup plan. The insulin pump will be returned for analysis.